Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse powered the system on and confirmed reported complaint. To fix the issue, the fse replaced the faulty display. Safety, calibration, and functionality checks were ran as per factory specifications and the unit passed. The battery run time test was not completed - last battery run time test was completed on january 14th 2019 while completing contract pm. The unit was then cleared for clinical use. Initial reporter full name: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen would not turn on. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.